Event description:
A surgeon reported an unexpected outcome of 4.50 diopter of astigmatism following an intraocular lens (iol) implant procedure. The patient does not seem to mind and is happy with his corrected vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).